Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that after impella weaning and explant, two perclose failed and oozing from the access site was observed. Vascular surgery was consulted for a cutdown and femoral artery closure. It was reported that the procedural outcome was the patient survived.